Event description:
Complainant alleged that during a routine shift check by a clinician, the associated defibrillator was unable to connect to these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The electrode pads were returned to zoll medical corporation; the customer's report was duplicated and attributed to a bent pin within the electrodes connector. The electrode pads were scrapped and replacement pads were sent to the customer. Analysis for reports of this type has not identified an increase in trend.